Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6). The reported event of no external power alarms was confirmed via analysis of the log files and reproduced during testing of the returned controller. The submitted log files and the log file downloaded from the returned controller contained approximately 70 days of data combined (10apr2020 ¿ 19jun2020 per the timestamp). The log files captured backup battery fault alarms associated with backup battery load test failures on (B)(6) 2020 from 12:53:06 to 12:53:14 and from 12:58:34 to 12:58:35. The backup battery fault alarms occurred during losses of external power while connected to the mpu. The backup battery supplied power to the system during the losses of external power despite the active alarms; the alarms did not affect the controller¿s ability to operate the pump at the set speed. The log file captured the backup battery being temporarily uninstalled on (B)(6) 2020 at 15:09:05; this is consistent with the provided information that the backup battery was reseated. A transient no external power alarm was also activated when the backup battery was temporarily uninstalled despite both power cables receiving the proper voltage from the power module. No further backup battery fault alarms were captured after the battery was reseated; however, no external power alarms then activated intermittently when the power white power cable was disconnected despite the black power cable still being connected to an external power source. The alarms resolved each time when the white power cable was reconnected to power. This sequence of events is consistent with the backup battery not detecting that the black power cable is connected to power, and therefore activating when only the white power cable is disconnected; this condition results in a no external power alarm. The driveline was disconnected on (B)(6) 2020 at 13:29:02 to exchange the system controller. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed the returned controller was tested with a test power module/system monitor and a mock circulatory loop and a no external power alarm activated when only the white power cable was disconnected rather than the expected power cable disconnect alarm, reproducing the reported event. No issues were observed when only the black power cable was disconnected. Additionally, multiple load tests were performed during testing and the battery passed each time without issue. Evaluation of the returned controller revealed that the wire in the backup battery ribbon cable that carries the signal used by the backup battery to determine if the black power cable is connected to external power was dislodged; this prevented the backup battery from detecting the presence of the black power cable connection. The backup battery pin that connects to the ribbon cable socket corresponding to the dislodged wire was also observed to be slightly bent. The dislodged wire was put back into place in the ribbon cable and the bent pin was straightened. The controller was then reconnected to a test power module/system monitor and a mock circulatory loop and the issue resolved. The white power cable was disconnected with the black power cable still connected several times, and only a power cable disconnect alarm activated, as expected. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced after reseating the dislodged wire and straightening the bent pin. Additional information provided indicated that the backup battery fault alarms were resolved after the backup battery was reseated; however, the account then noted several no external power alarms, particularly during power source exchanges. This is consistent with the data captured in the log file and evaluation of the returned controller. The root cause of the reported backup battery fault alarms could not be conclusively determined through this analysis; however, the alarms may have been due to the backup battery ribbon cable not being properly connected to the backup battery. The reported no external power alarms were determined to be caused by a dislodged wire in the backup battery ribbon cable that prevented the battery from detecting the black power cable connection; although not conclusively determined, the wire appears to have been dislodged when the backup battery was reseated on (B)(6) 2020. There were incidental findings of dim pump running leds, broken strain relief on the connector side of the white power cable, log file did not capture controller fault event that occurred during testing. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (doc #10006960, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, no external power, power cable disconnect, low voltage advisory, and controller fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. This section explains how to properly disconnect and connect the backup battery to the ribbon cable. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a yellow wrench "backup battery fault" alarm. The patient's controller does not illuminate properly. The patient received a controller exchange, new external backup battery (ebb) and the ebb was reseated. No further information was reported.